Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in the clinic after receiving a patient notifier for low atrial lead impedance measurements. Upon interrogation, normal lead impedance was observed. It was noted that lead impedance had been low several times and always returned to normal for the next measurement. No intervention was performed. The patient was stable and would continue to be monitored.